Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 2.50x8mm taxus express2 drug eluting stent (des) was advanced to the non tortuous and non calcified diagonal vessel and the stent was deployed. When the physician attempted to withdraw the des the shaft of the device broke at the monorail segment, the proximal portion of the balloon was removed leaving the distal tip of the stent delivery balloon on the wire inside of the pt. The wire was then removed from the pt along with the distal portion of the balloon. It was noted that the plastic of the device looked extruded. The procedure was completed with no pt complications reported. The patient's current condition is listed as "okay".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.